Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), embedded device ("essure imbedded in peritoneum left side of rectum"), device dislocation ("migration of implant/migration of essure device location of device: pelvic/sacral area"), renal injury ("damage to kidneys"), metal poisoning ("nickel poisoning") and pregnancy with contraceptive device ("pregnancy ( no complication)") in a 31-year-old female patient who had essure (ess205) (batch no. 626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's past medical history included depression, anxiety, migraine, bipolar affective disorder, multigravida and parity 5. Concomitant products included hydroxyzine, oxcarbazepine (trileptal) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), renal injury (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), gastrointestinal injury ("damage to lower bowels"), memory impairment ("memory issues"), pelvic pain ("pain") and back pain ("right side back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic left tubal ligation: resection and removal of essure), surgery (laparoscopic left tubal ligation: resection and removal of essure) and surgery (laparoscopic left tubal ligation: resection and removal of essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, embedded device, device dislocation, renal injury, metal poisoning, pregnancy with contraceptive device, gastrointestinal injury, memory impairment, pelvic pain and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, embedded device, gastrointestinal injury, memory impairment, metal poisoning, pelvic pain, perforation, pregnancy with contraceptive device and renal injury to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via medical records: most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical record received: reporters, patient demographic, historical condition, concomitant disease, essure lot number 626812, expiration date 01-jun-2012, concomitant medications and events (pregnancy (no complications), device ineffective, back pain) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), the first episode of device dislocation ("essure imbedded in peritoneum left side of rectum/in peritonium adjecent to rectum"), the second episode of device dislocation ("migration of implant/migration of essure device location of device: pelvic/sacral area"), renal injury ("damage to kidneys / kidney issue"), metal poisoning ("nickel poisoning") and pregnancy with contraceptive device ("pregnancy ( no complication)") in a 31-year-old female patient who had essure (ess205) (batch no. 626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's past medical history included depression, anxiety, migraine, bipolar affective disorder, multigravida and parity 5. Concomitant products included hydroxyzine, oxcarbazepine (trileptal) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), renal injury (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), gastrointestinal injury ("damage to lower bowels"), pelvic pain ("pain/right side pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and amnesia ("memory issues / memory loss"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with paracetamol (tylenol), ibuprofen, surgery (removal of essure), surgery (laparoscopic left tubal ligation: resection and removal of essure) and surgery (laparoscopic left tubal ligation: resection and removal of essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, the last episode of device dislocation, renal injury, metal poisoning, pregnancy with contraceptive device, gastrointestinal injury, pelvic pain, back pain and amnesia outcome was unknown and the vaginal infection was resolving. The pregnancy outcome was not reported. The reporter considered amnesia, back pain, gastrointestinal injury, metal poisoning, pelvic pain, perforation, pregnancy with contraceptive device, renal injury, vaginal infection, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: (B)(6) 2018: discrepancy was seen in the insertion date of essure noted. Previously follow up was reported by (B)(6) 2006 and in current follow up source document reported by (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: curvilinear wires seen in the right pelvis and ove (B)(6) 2008, hysterosalpingogram, curvilinear wires seen in the right pelvis and overlying left sacrum. Outcome of the confirmation resulted in 2 procedures, device attached to uterus and kidney, as well as pregnant. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), renal injury ("damage to kidneys") and metal poisoning ("nickel poisoning") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), renal injury (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), gastrointestinal disorder ("damage to lower bowels"), memory impairment ("memory issues") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, device dislocation, renal injury, metal poisoning, gastrointestinal disorder, memory impairment and pelvic pain outcome was unknown. The reporter considered device dislocation, gastrointestinal disorder, memory impairment, metal poisoning, pelvic pain, perforation and renal injury to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), the first episode of device dislocation ("essure imbedded in peritoneum left side of rectum/in peritonium adjecent to rectum"), the second episode of device dislocation ("migration of implant/migration of essure device location of device: pelvic/sacral area"), renal injury ("damage to kidneys / kidney issue"), metal poisoning ("nickel poisoning") and pregnancy with contraceptive device ("pregnancy ( no complication)") in a 31-year-old female patient who had essure (ess205) (batch no. 626812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's past medical history included depression, anxiety, migraine, bipolar affective disorder, multigravida and parity 5. Concomitant products included hydroxyzine, oxcarbazepine (trileptal) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), renal injury (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), gastrointestinal injury ("damage to lower bowels"), pelvic pain ("pain/right side pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and amnesia ("memory issues / memory loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen, and surgery (laparoscopic left tubal ligation: resection and removal of essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, the last episode of device dislocation, renal injury, metal poisoning, pregnancy with contraceptive device, gastrointestinal injury, pelvic pain, back pain and amnesia outcome was unknown and the vaginal infection was resolving. The pregnancy outcome was not reported. The reporter considered amnesia, back pain, gastrointestinal injury, metal poisoning, pelvic pain, perforation, pregnancy with contraceptive device, renal injury, vaginal infection, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: 25-jun-2018: discrepancy was seen in the insertion date of essure noted. Previously follow up was reported by 30-jul-2006 and in current follow up source document reported by 30-jul-2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: curvilinear wires seen in the right pelvis and ove. (B)(6) 2008, hysterosalpingogram, curvilinear wires seen in the right pelvis and overlying left sacrum. Outcome of the confirmation resulted in 2 procedures, device attached to uterus and kidney, as well as pregnant. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device dislocation. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs and mr was received. As per pfs event added as vaginal infection. Previously reported "memory issues" was clarified as "memory loss". Reporter was added. Product information and treatment drugs was added. Lab data was added. Treatment drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.